Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of undersensing noted on the device. Reprogramming was recommended but was not completed yet. The patient was in stable condition.